Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch mini meter had a casing issue ¿ ¿test port ripping test strips¿. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter casing issue first occurred on an unknown date and time, prior to contacting lfs. The patient takes insulin (self-adjuster) to manage her diabetes and continued with her usual dose ¿humalog 7-8 units¿ sliding scale, lantus sliding scale¿ as a result of the alleged power issue. The patient reported that ¿right away¿ after the product issue began, she developed the symptom of ¿headache, dizziness and could not walk¿. The patient denied receiving any treatment. At the time of trouble shooting the cca noted that there was no misuse of the product, it was not the first time the product was being used and the issue was with the test strip holder/port. The issue remained unresolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient¿s injury this complaint is being reported because the user allegedly suffered symptoms indicative of a serious injury while using the product.